Event description:
It was reported that when the patient walked by her husband¿s tens unit yesterday, it turned on the implantable neurostimulator (ins) and shocked her. It was mentioned that the tens unit did not have batteries in it. The patient turned off the ins and used a heating pad. The patient denied using the tens unit. The patient had an appointment with her healthcare provider (hcp) on (B)(6) 2013. It was later reported that the tens unit was on the kitchen table and had not batteries in it. It was stated that the tens unit had not been used yet. It was noted that the patient was bipolar. It was mentioned that the patient and her husband go to physical therapy (pt) together. The husband used a tens unit at pt and the patient felt uncomfortable.

Manufacturer narrative:
Product ID 3093-33, lot# v309454, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).